Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. Please inform the patient¿s current health status and condition. Please provide the lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please describe any medical or surgical intervention was performed due to the fistula and adhesions? Did the patient undergo a re-operation? It was reported that the enterovaginal fistula occurred intra operatively. Please provide a timeline of symptoms and events and when they occurred. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a robot-assisted total laparoscopic hysterectomy on an unknown date and barbed suture was used for vaginal stump suturing. An an enterovaginal fistula occurred. The doctor usually uses a different type of suture when performing tlh by laparoscopy or open surgery. However, when this product was used during a da vinci procedure, an enterovaginal fistula occurred, so the doctor believes this product could be the cause of this issue. The retroperitoneum was not sutured. Adspray was used for an adhesion barrier. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please have medical affairs or sales rep contact the surgeon to discuss the surgeon's questions in the event description: the doctor would like to know whether there are reports of complications such as enterovaginal fistula caused by adhesion between this product and the intestine (sigmoid colon or something like it). Published literature describes rare bowel complications after minimally invasive hysterectomy when barbed sutures are used for vaginal cuff closure, including small-bowel obstruction from exposed barbs and at least one report that ended in a sigmoid¿vaginal (colovaginal) fistula; these events are uncommon but have been linked mechanistically to bowel catching on exposed barbs or suture tails rather than to a specific brand. Meticulous technique¿fully burying/anchoring the suture, minimizing any free intra-abdominal tail, or securing/trimming it flush¿has been proposed to mitigate risk. Importantly, broad comparative studies and meta-analyses generally do not show higher overall major complication rates for barbed versus conventional sutures in cuff closure, but individual case reports highlight the possibility of bowel-related events. The doctor also asked whether there are any guidelines on whether or not to suture the retroperitoneum. (When using gynemesh, the retroperitoneum is sutured.) There is no universally endorsed guideline that mandates routine retroperitoneal/peritoneal closure after tlh/robotic hysterectomy; several society documents and guideline-style reviews for hysterectomy techniques state that routine peritonealization/retroperitoneal closure is generally not recommended, and closure decisions should be individualized (e.g., to cover mesh during sacrocolpopexy many surgeons peritonealize). Overall adhesion-reduction principles (gentle tissue handling, hemostasis, minimizing foreign-body exposure) are emphasized rather than routine retroperitoneal suturing.